Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump needing service was confirmed by baxter quality engineering as failure 94. The cause of the problem was the main battery being discharged and defective. The main battery was replaced.

Manufacturer narrative:
(B)(4) - the exact occurrence date is unknown.

Event description:
The facility reported that a flogard infusion pump needed service. Baxter quality engineering determined the reported condition to be failure 94. It is unknown when this condition occurred and it is unknown if there was patient involvement. No patient injury or medical intervention was reported in association with this event.